Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).